Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Although the customer attempted to resolve the issue by loading a new cartridge with assistance from technical support, the alarm persisted, preventing the resumption of insulin therapy. The user plans to contact her clinic to obtain a new pump, as the current pump is out of warranty.